Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a recoverable fault error occurred. Troubleshooting first involved reviewing logs, which confirmed the error on the referenced module. A hard power cycle was then performed, but the issue persisted. The arm 2 was subsequently disabled and positioned sideways to avoid restriction. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.